Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Event description:
It is reported that a customer experienced high blood glucose of 253 mg/dl. The customer stated that the time and date on the insulin pump are incorrect and has a crack in the reservoir compartment. The customer is unsure how the physical damage happened. The customer stated that the reason for the high blood glucose was because of a steroid shot she received a couple of days prior. The customer was informed that the pump needed to be replaced but the customer does not have a back-up plan. The insulin pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.